Event description:
It was reported that three days post an uneventful xact stenting procedure in the left internal carotid artery, the patient died. The cause of death is currently unknown. Though requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). The reported patient effects of hypertension and intracranial hemorrhage are listed in the product instructions for use as known potential adverse effects.

Event description:
Subsequent to the initial medwatch report, additional information received indicates, per death certificate, the patient experienced a stroke. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, additional information received indicates that the patient experienced hypertension prior to insertion of the embolic protection device which was treated with hydralazine and lopressor. Additionally post procedure, the patient experienced hypertension at which time the patient was started on her routine home medications of coreg and norvasc. The patient was discharged home one day after the procedure. Additionally, the type of stroke the patient experienced was indicated as a major hemorrhagic, ipsilateral stroke. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of death is a known adverse event listed in the product instruction for use as a known potential adverse effect. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of cerebrovascular accident (stroke) as listed in the product instruction for use as a known potential adverse effect. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.